Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient having spinal therapy. It was reported that the flexarm handle experienced screw thread deformation, joint deterioration, a broken bearing, holder deterior ation, and a missing bur clamp/handle. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information received from the manufacturer representative that there was no patient involvement reported.

Manufacturer narrative:
E1: initial reporter details are unknown. H3: product analysis (B)(4), product ID #9560524, lot #my18g001 during the initial inspection upon receipt, deformation of the handle screw threads, deterioration of each joint and holder, bearing damage, and missing parts for the bar clamp and clamp handle were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: device codes (fdd) is updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.